Manufacturer narrative:
No product will be returned per customer the product was discarded and not returned for failure investigation. Patient is an adult. Although requested, patient demographics was not provided.

Event description:
It was reported that the tubing set separated and leaked above lowest y-site at the tubing bonding site. There were no adverse effects caused to the patient from the event. Although requested, additional information was not provided.